Event description:
An internal investigation was conducted in 2005 requesting information regarding the need for re-operation for any reason following the implant of the charite artificial disc. The event below was previously reported and was determined not to be a reportable event. It has now been decided that all events involving re-operation will result in filing of an MDR report regardless of cause. As a result, co now considers this to be a reportable event. Complainant states the patient's vertebral body fractured as a result of a fall. The surgeon is taking no action regarding the implanted artificial disc and the patient is being monitored.